Event description:
Additional information received reported that there was still nothing scheduled.

Manufacturer narrative:
Concomitant medical products: product ID: 3776-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3776-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3550-39, lot# n234375, implanted: (B)(6) 2010, product type: accessory. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the one of the two leads (the right lead) implanted had migrated out of the epidural space. The patient had less than 50% therapeutic effect, clarified to be a lack of coverage. It was unknown what occurred. The programming was discontinued on the migrated lead. The remaining lead was re-programmed and had adequate coverage. The patient planned to come in at a later date to discuss a revision. Additional information was requested, if received, a follow up report will be sent.